Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 7 x 30 stent successfully implanted in the proximal right internal carotid artery (rica) during the study index procedure. There were no reported procedural complications, device deviations or adverse events reported during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The patient was asymptomatic for the procedure. The proximal rica target lesion was reported to be: a 90% stenosis, 10 mm. Length, absent of thrombus, 6 mm. Reference diameter, and mildly tortuous. The lesion was pre-dilated. The residual stenosis was 0%. (B)(6) after the index procedure, the patient expired due to cerebral hyperperfusion syndrome and subarachnoid hemorrhage. The event was reported to be related to the study device/procedure.

Event description:
Addendum: additional information was received/adjudication minutes reviewed indicated that: the event date was changed to the day of the index procedure; the target lesion was the proximal lica; and a CT scan was done. An emergent CT of the head revealed an acute hemorrhage of the left thalamus extending into the posterior limb of the left internal capsule and cerebral peduncle. There was associated subarachnoid and intraventricular extension without evidence of hydrocephalus.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the report received from the (B)(4) study indicated that the patient had a precise 7 x 30 stent successfully implanted in the proximal right internal carotid artery (rica) during the study index procedure. The lesion was pre-dilated. The residual stenosis was 0%. The proximal rica target lesion was reported to be: a 90% stenosis, 10 mm. Length, absent of thrombus, 6 mm. Reference diameter, and mildly tortuous. There were no reported procedural complications, device deviations or adverse events reported during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The patient was asymptomatic for the procedure. (B)(6) day(s) after the index procedure, the patient expired due to cerebral hyperperfusion syndrome and subarachnoid hemorrhage. The event was reported to be related to the study device/procedure. No additional information was said to be available. The patient's medical history includes: hyperlipidemia, cardiac arrhythmia, smoking, diabetes mellitus and hypertension. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15509462 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Numerous reports have subsequently documented the risk of hyperperfusion syndrome after carotid endarterectomy, after carotid angioplasty and after intracranial angioplasty. Estimates of the incidence of hyperperfusion syndrome after carotid revascularization range up to (B)(4). After revascularization that alleviates a high-grade symptomatic stenotic lesion, cerebral hyperperfusion syndrome (chs) may occur as a result of a sudden, rapid increase in cerebral blood flow excess of that required to meet metabolic demands. There are various factors implicated as playing a role in chs, such as cerebral autoregulation, hypertension, ischemia reperfusion injury, intraoperative ischemia, oxygen derived free radicals and baroreceptor dysfunction. Transient cerebral hyperemia can lead to severe unilateral headache, face and eye pain, confusion, seizures, focal neurologic deficits, and intracerebral hemorrhages. Typically, intracerebral hemorrhage develops on the third to fifth postoperative day, though there have been cases observed immediately after surgery, as well as cases developed 3 weeks after revascularization. Anticoagulation is a known risk factor for brain hemorrhage in patients with pre-existing disease. Evidence from observational studies, in lack of randomized trials, suggests that a number of factors-all referable to hemodynamic exhaustion of the cerebral circulation-play a role, such as recent stroke, surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of in ipsilateral peak middle cerebral artery flow velocity in addition to pre- and postoperative hypertension. Cerebral hyperperfusion syndrome (chs) is a known potential adverse event associated with implanting carotid stents. There is no evidence to suggest that the event is related to the design or manufacturing process of the device. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event.

Manufacturer narrative:
Complaint conclusion: the cc has been updated to reflect receipt of the adjudication minutes. The committee agreed to the ipsilateral hemorrhagic cva and death. The neurology consult indicated the event was likely due to hyperperfusion after stent placement. This does not change the previous determination. It was reported that shortly after the sheath was removed, the patient became symptomatic and the date of the events were (B)(6) 2012. The precise stent was placed in the left proximal ica instead of the right ica. The report received from the sapphire study indicated that the patient had a precise 7 x 30 stent successfully implanted in the proximal left internal carotid artery (lica) during the study index procedure. The lesion was pre-dilated. The residual stenosis was 0%. The proximal lica target lesion was reported to be: a 90% stenosis, 10 mm. Length, absent of thrombus, 6 mm. Reference diameter, and mildly tortuous. There were no reported procedural complications, device deviations or adverse events reported during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The patient was asymptomatic for the procedure. One day after the index procedure, the patient expired due to cerebral hyperperfusion syndrome and subarachnoid hemorrhage. The event was reported to be related to the study device/procedure. No additional information was said to be available. The patient's medical history includes: hyperlipidemia, cardiac arrhythmia, smoking, diabetes mellitus and hypertension. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15509462 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Hyperperfusion syndrome is a known potential adverse event associated with carotid stent implantation. Numerous reports have documented the risk of hyperperfusion syndrome after carotid endarterectomy, carotid angioplasty and intracranial angioplasty. Evidence from observational studies suggests that a number of factors ¿ all referable to hemodynamic exhaustion of the cerebral circulation-play a role, such as recent stroke, surgery for very tight internal carotid artery stenosis, concomitant contralateral tight lesion, impaired cerebrovascular reserve (cerebral hypoperfusion), and marked postoperative increase of an ipsilateral peak middle cerebral artery flow velocity in addition to pre- and postoperative hypertension. Review of the information suggests that vessel and patient factors may have contributed to the hyperperfusion syndrome. There is no evidence of manufacturing or design issues that contributed to the event. No corrective action is required at this time. Review of the information suggests that vessel and patient factors may have contributed to the reported event. Subarachnoid hemorrhage occurs when a blood vessel just outside the brain ruptures. The area of the skull surrounding the brain (the subarachnoid space) rapidly fills with blood. A patient with subarachnoid hemorrhage may have a sudden, intense headache, neck pain, and nausea or vomiting. Sometimes this is described as the worst headache of one's life. The sudden buildup of pressure outside the brain may also cause rapid loss of consciousness or death. Subarachnoid hemorrhage is most often caused by abnormalities of the arteries at the base of the brain, called cerebral aneurysms. These are small areas of rounded or irregular swellings in the arteries. Where the swelling is most severe, the blood vessel wall becomes weak and prone to rupture. Review of the available information suggests that patient factors and/or vessel/lesion characteristics may have contributed to the event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.